Event description:
It was reported that the customer had a blood glucose level of 522 mg/dl. The customer treated her high blood glucose levels with 40 units of insulin through a manual injection. The customer received a battery out limit alarm from her insulin pump, because her battery was out of the insulin pump longer than it allowed. Standard troubleshooting was performed. The customer stated the alarm occurred after a battery change. Troubleshooting was unable to be completed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).